Event description:
A potential product issue has been reported with our oncor avant garde linear accelerator. In the abundance of caution, this issue is being reported. There was an internal fire around a panel and power supply (s34 ps1). The circuit breaker (cb13) was tripped as the result of the short-circuit, however, the internal fire was already burning nearby components. No information was reported that suggest that a mistreatment or serious injury has occurred.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: preliminary 3 (critical) if the potential for a catastrophic fire is not mitigated, it could result in serious injury or death. Probability: preliminary b (improbable) per design of pcbs, wiring and other components it is not likely, that an event of a catastrophic fire will occur. Fire retardant components will prevent catastrophic fire once power has been removed from main source. No other products are affected.